Event description:
It was reported that the patient received inappropriate therapy due to supraventricular tachycardia being misdiagnosed as vt due to programming. Programming changes were made. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.